Event description:
It was reported that the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube only filled "3/4th" of the way with blood during use, "1/4 inch" below the fill line, and only looked to be"1.8 ml" of the "2.0 ml" full. The tubes were being used for "lactic acid", and were drawn with a "straight needle" and "wingset syringe". The nurse's reportedly "tried to force" more blood into the tube to fill up to the line. The following information was provided by the initial reporter: "issue with blood collection tubes not filling to the marked line recommended on the item , only filling up to 3/4th of the tube." "This is a new tube for this facility, previously they were using the 4 ml tube for lactic acid. She states that the tube is filling about 1/4 inch below the mark on the label. She does not believe they are getting erroneous results. I explained that this is a partial draw tube, and the vacuum is slower, so the phlebotomists need to be patient when drawing the blood." "How many units affected? (4 packs), what is the frequency or occurrence rate? (5 or 6 per day), what is the labeled draw volume (2 ml), what was the level of tube fill? (X partial fill), how was the tube rejected (we are not rejecting at this time. Just want to know how full the tube actually needs to be before patient results are affected.), what was the tube¿s expiration date? (12-31-2020), how was the tube drawn? (Butterfly and straight stick), was a discard tube used? (Yes) was a successful draw achieved with the same lot? (Occasionally but majority of tubes are filled to about one fourth inch below the line. We have let everyone know that these tubes have less vacuum and will draw slower so give extra time during the draw to allow them to fill), is this happening with one particular (all phlebs, all shifts), what was method of draw? (Straight needle, wingset, syringe), are you using a bd device to transfer the blood to a tube? (Btd, yes when using a syringe to collect the blood.), if using a wingset were the fitting tight/secure? (Yes), have the tubes been exposed to extreme heat? (No)" "no, we have not even opened all the packs yet so I cannot confirm that all 400 tubes are affected. But I am hearing complaints that many of the tubes are not filling to the line. I dont know the exact number. When we told the ER nurses we needed the tube filled to the line, they tried to force more blood into them to get the level to reach the line. We told them to stop doing that. We have not rejected any of the samples unless they only contain about 1 ml of blood. Most of the tubes look to be filled about 1.8 ml in the 2.0 ml tube."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k945952, PMA / 510(k)#: k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube only filled "3/4th" of the way with blood during use, "1/4 inch" below the fill line, and only looked to be"1.8 ml" of the "2.0 ml" full. The tubes were being used for "lactic acid", and were drawn with a "straight needle" and "wingset syringe". The nurse's reportedly "tried to force" more blood into the tube to fill up to the line. The following information was provided by the initial reporter: "issue with blood collection tubes not filling to the marked line recommended on the item , only filling up to 3/4th of the tube." "This is a new tube for this facility, previously they were using the 4 ml tube for lactic acid. She states that the tube is filling about 1/4 inch below the mark on the label. She does not believe they are getting erroneous results. I explained that this is a partial draw tube, and the vacuum is slower, so the phlebotomists need to be patient when drawing the blood." "How many units affected? (4 packs), what is the frequency or occurrence rate? (5 or 6 per day), what is the labeled draw volume (2 ml), what was the level of tube fill? (X partial fill), how was the tube rejected (we are not rejecting at this time. Just want to know how full the tube actually needs to be before patient results are affected.), what was the tube¿s expiration date? (12-31-2020), how was the tube drawn? (Butterfly and straight stick), was a discard tube used? (Yes) was a successful draw achieved with the same lot? (Occasionally but majority of tubes are filled to about one fourth inch below the line. We have let everyone know that these tubes have less vacuum and will draw slower so give extra time during the draw to allow them to fill), is this happening with one particular (all plebs, all shifts), what was method of draw? (Straight needle, wingset, syringe), are you using a bd device to transfer the blood to a tube? (Btd, yes when using a syringe to collect the blood.), if using a wingset were the fitting tight/secure? (Yes), have the tubes been exposed to extreme heat? (No)." "No, we have not even opened all the packs yet so I cannot confirm that all 400 tubes are affected. But I am hearing complaints that many of the tubes are not filling to the line. I don¿t know the exact number. When we told the ER nurses we needed the tube filled to the line, they tried to force more blood into them to get the level to reach the line. We told them to stop doing that. We have not rejected any of the samples unless they only contain about 1 ml of blood. Most of the tubes look to be filled about 1.8 ml in the 2.0 ml tube."